Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began on (B)(6) 2011 at 6:02pm. The patient's mother reported blood glucose results of "568 mg/dl" with the subject meter and "402 mg/dl" on another meter (freestyle brand meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. As part of the patient's diabetes regimen, the mother indicated the patient is on an insulin pump. The mother claimed 35-45 minutes after the alleged issue began, the patient was not feeling good and was experiencing a headache. On the onset of the reported symptoms, the mother indicated the patient was consuming more food and/or drink and administered 6 units of novolog insulin. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, the patient's testing procedure was correct, and the results obtained were from an approved sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient administered self treatment based on the reported issue. However, this complaint is being reported because the alleged issue remained unresolved.